Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 15 out of 15 returned boards. Physical inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments. Dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 15 out of 15 returned lvp display board assemblies with dim segments. Manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text: only display boards were provided for investigation.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted the power button on keypad unresponsive; front case w/keypad replaced. Software version as found 9.33.1; as left 9.33.1. A review of the device history record showed the device had a manufacture date of 04/29/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assembly front case w/keypad unresponsive key. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #1120033 for unresponsive key.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.